Manufacturer narrative:
On (B)(6) 2017, the fse was dispatched but could not duplicate the problem. The fse performed rack rotations, x 1 step to sampling and watched the customer run the instrument and all errors were cleared for the next 2 days. Fse followed up on (B)(6) 17 and no rack errors were reported. The aia-2000 was functioning as intended. The probable cause of the event was the waste chute clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st , the errors 2252 and 2251. The field service engineer ( fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. .